Event description:
During a follow-up in-clinic, loss of capture threshold and inadequate sensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgement was confirmed. The ra lead was explanted and replaced to resolve event. The patient is stable with no consequences.